Event description:
It was reported that the pt expired in 2008, after an implant duration of 48 months due to posterior dehiscence of the mitral prosthesis. The pt would like to know if this event has been previously reported.

Manufacturer narrative:
Device not returned.